Event description:
This case was cross referred with cases: (B)(4) (same patient). This spontaneous case from united states was received on 05-jan-2018 from the patient. This case concerns patient (demographics: not provided) who initiated treatment with synvisc one and after an unknown latency both knees swell up the size of big football, still hurt all the time, stay cold all the, time was using a walker. Patient said that it didn't help. No medical history, previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: zolpidem tartrate (ambien), amlodipine, fluticasone propionate, acetylsalicylic acid (aspirin), alendronate sodium (fosamax), atorvastatin calcium (lipitor), metformin hydrochloride (metformin), macrogol (miralax), nitroglycerin, omeprazole (prilosec), bupropion hydrochloride (wellbutrin). On an unknown date in 2013, patient received treatment with intra articular synvisc one injection (dose, frequency and indication: not provided; batch/ lot number: expiry date: unknown). On (B)(6) 2013, after an unknown latency, patient's both knees to swell up the size of a big softball. Patient had to walk using a walker, now had to use knee braces to help stabilize knees, they stay cold all the time. They still hurt and stayed cold. Action taken: unknown. Corrective treatment: walker, knee braces for using a walker; not reported for both knees swell up the size of big football, still hurt all the time and stay cold all the time. Outcome: unknown for using a walker, both knees swell up the size of big football, still hurt all the time and stay cold all the time. Seriousness criteria: disability for using a walker, both knees swell up the size of big football, still hurt all the time. A product technical complaint was initiated and the result for the same were pending. Pharmacovigilance comment: sanofi company comment dated 25-jan-2018: this case concerns a patient who received synvisc one and had knee pain, swelling and used a walker. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.

Event description:
This case was cross referred with (B)(4) (same patient). This spontaneous case from united states was received on 05-jan-2018 from the patient. This case concerns patient (demographics: not provided) who initiated treatment with synvisc one and after an unknown latency both knees swell up the size of big football, still hurt all the time, stay cold all the, time was using a walker. Patient said that it didn't help no medical history, previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: zolpidem tartrate (ambien), amlodipine, fluticasone propionate, acetylsalicylic acid (aspirin), alendronate sodium (fosamax), atorvastatin calcium (lipitor), metformin hydrochloride (metformin), macrogol (miralax), nitroglycerin, omeprazole (prilosec), bupropion hydrochloride (wellbutrin) on an unknown date in 2013, patient received treatment with intra articular synvisc one injection (dose, frequency and indication: not provided; batch/ lot number: expiry date: unknown). On (B)(6) 2013, after an unknown latency, patient's both knees to swell up the size of a big softball. Patient had to walk using a walker, now had to use knee braces to help stabilize knees, they stay cold all the time. They still hurt and stayed cold. Action taken: unknown. Corrective treatment: walker, knee braces for using a walker; not reported for both knees swell up the size of big football, still hurt all the time and stay cold all the time outcome: unknown for using a walker, both knees swell up the size of big football, still hurt all the time and stay cold all the time seriousness criteria: disability for using a walker, both knees swell up the size of big football, still hurt all the time a pharmaceutical technical complaint was initiated with global ptc number: 52174 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 06-feb-2018. Global ptc (pharmaceutical technical complaint) number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 6-feb-2018. The follow up information does not change previous case assessment. This case concerns a patient who received synvisc one and had knee pain, swelling and used a walker. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.